Event description:
The customer reported an ECG fault. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported an ECG fault. There was no report of pt involvement. A third party field service engineer evaluated the device. The failure was confirmed as well as the error 20004 recorded in the status log. The parameter pca was replaced to resolve the failure. The device passed all testing and remains at the customer site.